Event description:
It was reported that the patient had severe headaches which were getting worse. The patient¿s primary care physician said that the patient¿s headaches were due to nerve damage and ordered an MRI. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Nerve damage. Concomitant product: product ID 3889-28, lot # va0sxxq, implanted: (B)(6) 2015, product type lead. (B)(4).